Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device not available for return; consumer retained.

Event description:
It was reported, patient had left wrist surgery in (B)(6) 2017, he has been experiencing burning. Patient had x-ray that showed broken plate. Revision surgery occurred.

Manufacturer narrative:
Correction. The reported event could be confirmed. The x-rays and operative reports were shared. Therefore, the opinion of stryker's medical expert was requested. The medical statement is the following: "the complaint is clear, the plate broke. The plate was implanted in 2017. The patient went to the surgeon because of complaints in the left wrist. The broken plate was diagnosed in april 2019. After reviewing the available documents a clear root cause cannot be given. The surgeon does describe a non-union in the wrist. This non-union can be the cause of the plate breakage, due to continuous motion in the bones which need to fuse. Or it is the other way around, the plate broke which caused continues motion in the wrist bones, which led to the non-union due to the loss of stability". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported, patient had left wrist surgery in (B)(6) 2017, he has been experiencing burning. Patient had x-ray that showed broken plate. Revision surgery occurred.